Manufacturer narrative:
H.6 investigation summary material #: 301746 lot/batch #: 3109100 bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that the needle cap falls off when removing the needle. This occurred in 3 pieces. A nurse sustains a needlestick injury.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-april-24th. Material #: 301746. Lot/batch #: 3109100. Bd received 4 samples for investigation. The samples were evaluated by visual examination and functional testing, each having their non-patient shields removed, and the indicated failure mode for loose IV shield with the incident lot was observed in two of the devices. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle that the needle cap falls off when removing the needle. This occurred in 3 pieces. A nurse sustains a needlestick injury.